Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was reaching end of life and an alert was received for no ipg telemetry. The device was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.